Manufacturer narrative:
The philips service engineer replaced the power management board, and the device passed all the required performance verification tests. The device was then left with the customer, and was running for four days, and the device did not switch to battery mode. It was then noted that the customer was left with the device, and they would complete the performance verification testing. During follow up with the customer, it was reported that the device was being tested after the power management board had been replaced; however, it was reported that the device was continuing to have issues. The customer then called philips for a second time and reported that the device was still having issues with the battery charging. It was reported that the device did not have ac power; it was then reported that the customer was able to verify that the device had 117 ac volts going through the power supply, but there was no 24dc volts going to the power management board. The remote service engineer (rse) recommended that the power supply be replaced, and the customer was provided with the part number. The power supply was replaced, and the issue was resolved. The device was returned to service.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator was charging intermittently. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's device was intermittently charging. The customer confirmed that the device has a 24-volt power supply; the customer also reviewed the significant event log. The customer checked the battery molex connector and ensured that there were no bent pins or pins that were pushed back inside the connector. The customer reported that the battery was almost five years old and due to be replaced soon. The rse informed the customer of a 4th generation power management board that would be installed. The investigation is ongoing.